Event description:
Customer states "ample amount of false positives per plate using lumiradx sars-cov-2 rna star complete 384 kit lot m2300948"

Manufacturer narrative:
On 08apr2024 lumiradx received notice that a customer (shoreline diagnostics) was receiving an ample amount of false positives on six (6) test plates (3 initial & 3 repeat plates) using the sars-cov-2 rna star complete 384 kit lot m2300948. Upon further investigation on the run files provided to lumiradx by the customer, it was noted that these were not true false positives and the real-time data plots provided by the instrument did not show an amplification of the covid fam signal, indicating this was likely an issue with the algorithm processed by the instrument. During troubleshooting runs, it was noted that in the presence of customer viral transport media (vtm), the covid fam baseline signal at the start of the run started much higher and likely crossed over the baseline threshold enough to have a CT reported on by the instrument. It should also be noted that customer was utilizing the thermofisher quantstudio 12k flex 384 instrument. This instrument is not included in the product instructions for use. The customer had applied the instrument settings per the quantstudio 7 flex (recommended instrument from IFU). It is not recommended to apply instrument settings based on a different instrument as the optical hardware differs between these instruments. The false positive samples were submitted to a third-party lab which confirmed samples were negative. Fls team recommended to the customer to use instrument and analysis settings as outlined in sd-com-art-00023 IFU for sars-cov-2 rna star complete, 384. Multiple requests were made to the customer for information to determine exact number of unique patient samples erroneously scored. No further information has been received from the customer at time of this report. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.